Event description:
Caller states that 5 patients were tested on device uf0230058, device uf0175137 and the lab. The results are as follows: 4.6 inr/3.3 inr/2.8 inr; 4.9 inr/3.4 inr/3.5; 8.0 inr/6.6 inr/3.8 inr; 4.5 inr/3.5 inr/3.4 inr; 8.0 inr/5.9 inr/4.8 inr. No action was taken based on any results provided. No adverse event reported. Requested return of suspect device and replacement was sent.